Event description:
A power source alert 07 was reported by the caller while using a tandem charging cable and wall adapter. There was no reported impact to the customer's blood glucose level. Customer was advised by technical support to leave the wall adapter plugged into a working outlet for at least 30 minutes to initiate charging and to call back if the issue persisted.